Event description:
Customer reported that the previous sensor she used was not functioning correctly as she was getting readings of 70mg/dl to 290mg/dl. Blood glucose is 110 mg/dl. Customer stated she removed the sensor and inserted a new one and received lost sensor alert. During troubleshoot; customer reported that the transmitter is not communicating with the insulin pump and that the alert occurred after the initialization was completed. Customer was advised to select the find lost sensor option; he states the communication was reestablished but this has happened before and he got lost sensor again. Customer states that he has also received calibration errors and weak signal and the lost sensor alert is recurring. Transmitter passed the test plug procedure. Customer is following the recommended calibration protocol. Customer removed the sensor and noticed that it was kinked and it had blood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed for low readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.